Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent a hip arthroplasty procedure utilizing an acetabular cup inserter on (B)(6) 2014. During the procedure, the tip of the inserter fractured as the acetabular cup was being impacted. The fractured piece was removed and the procedure was completed without significant delay.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Dimensional evaluation found component to be within appropriate design specification. The root cause of the event was determined to most likely due to over torquing or excessive force. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur. "Intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture."